Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed and no anomalies were found. Concomitant product: 694765 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had endocarditis. Both the device and the right ventricular lead were explanted and not replaced. No further patient complications have been reported as a result of this event.